Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, during annual preventive maintenance, this 980 ventilator failed the circuit pressure test during the extended self-test (est) with an "inspiratory autozero solenoid out of range (oor)" message.  The device was available for evaluation. While the service personnel (sp) was performing annual preventative maintenance, the device failed the est circuit pressure test; therefore the inspiratory flow module (ifm) printed circuit board assembly (pcba) was replaced. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected and no anomalies found. The part was attached to the test ventilator and powered up but failed est testing, reporting that the inspiratory auto zero solenoid was not operational. After a thorough investigation, a faulty s01 in the ifm pcba was identified. Analysis determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures. If an s01 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty auto zero solenoid (s01) on the ifm pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during annual preventive maintenance, this 980 ventilator failed the circuit pressure test during the extended self-test (est) with an "inspiratory autozero solenoid out of range (oor)" message. The ventilator was not in use on a patient at the time of the reported event.